Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that capture thresholds gradually inreased over the lead's ten year plus implant duration. The lead was capped and replaced.